Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. Neither the stent nor the cover was returned for analysis. The hospital carried out an internal investigation, but the results could not be obtained. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. During production the cover integrity as well as the connection between the stent cover and the stent is controlled (100 percent control). Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pk papyrus covered stent system was selected for treatment of a persistent bleeding and mediastinal hematoma after a left ventricular assist device (lvad) implantation. A communicating fistula between a branch from the right coronary artery and the mediastinum resulting in extravasation of contrast into the retropericardial space was detected. After an attempt to treat the bleeding in a branch of the rca with a microcatheter failed due to impossibility to pass the branch, the pk papyrus was introduced but was unable to pass the branch as well and it was decided to remove it. During removal it was noticed that the cover of the stent was pulled off. Finally, a coil embolization of the proximal rca with four overlapping packing coils was performed.